Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on october 30, 2018, the drill bit was discovered to be dull. It is unknown if when was the issue happened. It is unknown if there was patient involvement. This report is for one (1) 2.0mm drill bit with depth mark. This is report 1 of 1 for complaint (B)(4).